Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that the site did not verify the instrument completely and thus the system was navigating a different instrument that the expected instrumented. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during functional endoscopic sinus surgery (fess), the ostium seeker was not tracking properly. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.